Event description:
It was reported that the patient's blood glucose level reached 690 mg/dl with ketones present. The pod was worn between 25 and 36 hours on the arm. Symptoms reported include feeling sick and vomiting. It was noted that the adhesive was loose causing the cannula to dislodge from the site. The patient's mother called the hospital and was advised to administrate a higher dose of insulin, to drink a lot of fluids, check the ketones every 10 minutes and to do nothing stressful. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the adhesive was loose causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.